Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated with afx. During a routine follow-up, a type ia was identified. In addition, aaa sac growth was observed. The patient underwent treatment on (B)(6) 2018; coils which resolved the reported type ia endoleak. The patient condition post treatment is reported as stable.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was unable to confirm the following reported case event: type ia endoleak; sac growth; secondary endovascular procedure; and coils placed due to the lack of medical information available. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the proximal loss of seal was the concomitant use with the products outside the IFU, most likely due to the off-label neck anatomy. Procedure related harms and final patient disposition could not be ascertained due to the lack of medical information surrounding the initial implant procedure and the secondary endovascular procedure. Reportedly, the patient is in stable condition post the repair procedure. To date there has been no reports of further negative patient sequalae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. (B)(4).